Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 190 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 215 mg/dl.